Event description:
On 10/01/2024, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-8850 centerline¿ endoscopic carpal tunnel release instrument malfunctioned. This occurred during use when fitting, they didn't have the correct view of the surgical site, they had to visualize the carpal canal and the blade being activated, in the video they have the impression that the blade is rotated visualizing a part of the material and filming upwards, so the doctor had to force it to be able to visualize, running the risk of performing the wrong technique and breaking the equipment

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6.

Event description:
Additional information was provided on 10/25/2024 where it was stated that this event occurred during an endoscopic carpal tunnel release. It was possible to finish with the same instrument, but it was difficult to perform as reported. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the video evidence provided from the field of an unpackaged ar-8850, with batch number 3270135260. Therefore, arthrex was able to deduce the cause of the complaint. The most likely cause can be attributed to improper surgical technique, misaligned insertion, or prying/leveraging the device during use.